Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
No patient was involved. The device was removed. There was no blood contact involved. The leak was noted immediately after the circuit was primed. The pump speed, priming fluid/blood flow rate, gas flow rate, and inlet/outlet pressures was not recorded.

Event description:
The source of the leak was not able to be identified.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a: there was no patient involved in this event. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the circuit was primed, and extracorporeal membrane oxygenation (ECMO) specialist noticed the oxygenator was leaking at the bottom. The leaking oxygenator was removed and clinical was contacted for replacement. The leak was noted immediately after the circuit was primed.